Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled "wear pattern on a retrieved total knee replacement: the ¿fourth body abrasion"" written by charles garabédiana, maxence bigerellea, denis najjarb, and henri migaudc published by biotribology published online/accepted by publisher 1 may 2017 was reviewed. The study aimed to analyze the upstream and the downstream mechanisms of polyethylene mobile bearing surface wear. A set of randomized topographical measurements of the pe surface were performed. The study analyzed the explanted products of one (B)(6) year old male patient. Explanted product images can be found on page 3 of the study. Depuy product: lcs rotating platform polyethylene tibial insert, lcs tibial tray, and lcs femoral component. Adverse events: case 1: (B)(6) year old. Male. Knee revision. Tibial insert polyethylene wear, tibial tray metal wear, and femoral component metal wear.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.